Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws of the device failed to open. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory on for evaluation. Evidence of clinical use and blood were observed. A visual inspection was conducted. Signs of charred tissue were observed on the harvesting tool jaws. A microscopic inspection determined that the heater were was slightly bent at the center of the hot jaw. The wire remained attached at the tip and at the base of the hot jaw. No other visual failures were observed. A mechanical inspection was conducted. The toggle was pulled and pushed to observe the motion of the jaws. The jaws did not open and closed as expected. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. An engineer evaluation was conducted. The engineer determined that the guide rod was able to be easily removed from its position. The yoke was not welded to the guide rod. Based on the results of the evaluation, the reported failure ¿mechanical issue; jaw¿ and analyzed failures ¿material twisted/bent; wire" and "detachment of device or device component" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws of the device failed to open. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws of the device failed to open. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory on for evaluation. Evidence of clinical use and blood were observed. A visual inspection was conducted. Signs of char and tissue were observed on the harvesting tool jaws. A microscopic inspection determined that the heater were was slightly bent at the center of the hot jaw. The wire remained attached at the tip and at the base of the hot jaw. No other visual failures were observed. A mechanical inspection was conducted. The toggle was pulled and pushed to observe the motion of the jaws. The jaws did not open and closed as expected. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. An engineer evaluation was conducted. The engineer determined that the guide rod was able to be easily removed from its position. The yoke was not welded to the guide rod. Based on the results of the evaluation, the reported failure mode ¿mechanical issue; jaw¿ and analyzed failure modes ¿material twisted/bent; wire" and "detachment of device or device component" were confirmed. .

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws of the device failed to open. A replacement device was used to complete the procedure. The hospital did not report any patient effects.